Event description:
Customer reported that the insulin pump did not alert him with a beep when it went into a threshold suspend. The blood glucose reading was 151 mg/dl. He stated that the alert type was set to beep. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.